Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, there was no suture with plunger removal. The footplate was closed; there was some resistance removing the device. It became stuck in the vessel. After manipulating and rotating the device in attempt to remove, the patient was sent to surgery. The vessel was incised. The guide was found separated and the device was removed. The damaged artery was repaired and hemostasis was achieved with surgical suturing. There was a clinically significant delay and hospitalization was prolonged. Medication was increased as surgery was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is a known potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: the device was initially reported as returning, but was unable to be retrieved. H6: device code 1562 removed.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, there was no suture with plunger removal. The footplate was closed; there was some resistance removing the device. It became stuck in the vessel. After manipulating and rotating the device in attempt to remove, the patient was sent to surgery. The vessel was incised. The guide was found separated, yet held together with the actuator wire, and the device was removed. The damaged artery was repaired and hemostasis was achieved with surgical suturing. There was a clinically significant delay and hospitalization was prolonged. Medication was increased as surgery was performed. No additional information was provided.